Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the down arrow keypad button had a delayed response and were intermittently sticking for a month. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the down arrow and contrast keypad buttons were intermittently responsive; the contrast button has no effect on insulin delivery function. There was evidence of contamination found under the key contacts.